Manufacturer narrative:
Combination product: yes. The returned instrument was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned product revealed that the balloon is still well folded and shows no signs of inflation. The stent is not damaged or displaced. The shaft is severely kinked at the guidewire exit port. Microscopic inspection of the guidewire exit port revealed that both the guidewire lumen and the inflation lumen are sliced open longitudinally over a length of 7 mm. During functional testing water was found leaking from the sliced area distal to the guidewire exit port. The balloon could not be inflated. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The damage at the guidewire exit port was most likely caused due to the handling during the procedure.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment. In a complex pci, the target lesion was part of a left-main trifurcation. Three orsiros parallel in a 7f guiding catheter resulted in a lot of friction (complaint device was the third device). It was attempted to implant the stent. However, the pressure in the complaint device could not be built up. The stent was not lost and could be taken out of the patient. No patient harm. The procedure was successfully continued with another orsiro.